Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) alerted error code 54. It is unknown under which circumstances the event occurred, however there was no patient involvement.

Manufacturer narrative:
Additional information was received on 12/14/2022. Investigation finalized on 04/17/2024 a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. Unrelated, the fse, was able to verify error codes 37, 45, and 57 and replaced the pcb,front end module. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The failure analysis and testing dept. (Fat) received pcb, front end module with a reported unit failure of error 54. Error 54 is failure of the atm transducer to calibrate. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pcb, front end module s into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat proceeded to turn the cs300 test fixture on when the system booted up an alarm was heard along with error code 54 observed on the display. The fat was able to replicate the failure experienced by the customer. The board retained in the fat as per procedure.

Event description:
It was reported that during a checkout, prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) alerted error code 54. There was no patient involvement.